Event description:
It was reported that a minimum fill notification occurred while customer attempted to load new cartridge into pump, even though cartridge contained sufficient usable insulin. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pneumatic tap area on pump as instructed, reloaded same cartridge, and successfully resumed insulin delivery, and no additional issues were reported.